Event description:
It was reported there was impedance greater than 4000 ohms. The patient had a loss of sensation without loss of benefit of the treatment on the initial program. There were no patient symptoms. The device was restarted as an intervention. The event was considered resolved and assessed by the clinical investigator as not serious and related to the stimulator and not related to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep noted that the onset date was (B)(6) 2015. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, implanted: (B)(6) 2014, product type: lead. (B)(4).